Manufacturer narrative:
H3: one product was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed by checking the alarm history and it was verified that the motor rate error is found in the alarm history. The root cause of customer¿s complaint was the worn-out clutch parts. The device is repaired by replacing the left and right clutch, worm gear, worm coupling, and motor. The device passed all tests after the repairs.

Event description:
The customer returned the product for a motor rate error, during device evaluation, the motor rate error was confirmed. There was no patient involvement.